Manufacturer narrative:
Event problem and evaluation codes: (B)(4).

Event description:
Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to predefined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to fail the inspection criteria. The loaner device was previously returned to pentax medical from a customer on 04-nov-2019. Inspection of the unit was performed on (B)(6) 2019 where the quality control inspector found the following: suction arm loose, leak at umbilical cable junction casing, failed dry leak test, customer complaint not stated, failed wet leak test. Inspection of the suction arm was performed and the device failed the inspection criteria. The endoscope's repairs to be performed where the loose suction arm will be corrected, and the unit returned to the loaner inventory upon completion. The endoscope was repaired including the following components and approved by final qc on 21-nov-2019 and put back into loaner inventory: insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5), suction nipple, balloon cylinder.